Event description:
It was reported that there was stimulation in the wrong location since the initial implant. It was noted that it was not capturing sacral pain. This was described as the coccyx location. The caller noted that they would probably want to move the lead down. It was noted that the leads were placed correctly as far as mid-line. It was noted that the procedure was scheduled for (B)(6) 2013. It was noted that the manufacturer representative that called found out recently about the event but a different representative had been ¿involved more¿ with the patient ¿so notify.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was not helping her pain. The patient stated that she had the system redone a couple of months after implant. The patient reported that the revisions did not help. The patient reported that she quit using the device on her own. The patient stated that this was in (B)(6) of 2013. The implantable neurostimulator (ins) was dead and the implantable neurostimulator recharger (insr) and patient programmer would not work with the ins. The patient stated that they did not care about the device. The patient reported that they had an MRI scheduled for their knee and were requesting MRI guidelines. Later the patient reported that they no longer had the stimulator in their spine. The device was removed (B)(6) 2015. The device did not relieve the patient's pain. The trial worked great but the final device did not.

Event description:
Additional information received reported that the revision was performed as planned and the lead was repositioned. It was noted that the patient was receiving effective therapy.